Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: fail. Performed share log review and no data found in log. The patient's complaint was undetermined because there were no data log to review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/14/2017 that the receiver showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.